Event description:
A bipap a40 device was returned to the third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no allegation of serious or permanent harm or injury. The device was returned to the third-party service center for investigation. During evaluation, evidence of foam degradation inside the assembly, deteriorated foam was present. No other issues found. The device was scrapped per customer request.